Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information and assistance to reset the pump, after which the malfunction did not recur. The customer was advised to call back if the issue happened again, and they acknowledged the instructions.